Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, cracked case near display window corners, cracked/broken on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The reservoir tube lip and display window was damage due to dog chew.

Event description:
Customer reported via phone call that insulin pump had damage reservoir compartment entrance, battery compartment, display screen. Customer's blood glucose value was unknown at the time of the incident and 240 mg/dl. The customer was assisted with troubleshooting. Customer will return device for analysis.